Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the catheter was placed into the patient's right radial artery in the cctc. As soon as it was inserted, the waveform began to dampen. The clinician noted the catheter required frequent unit flushing. Within one hour post insertion there was no waveform and no blood return. As a result, the line was discontinued. Ther was no delay in treatment and no patient death or complications reported.